Event description:
The explanted device was returned for a (B)(4) evaluation.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition.

Event description:
Boston scientific received information that a revision procedure was performed to replace this implantable cardioverter defibrillator (ICD). There is an allegation of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device will be analyzed and this investigation will be udpated.